Event description:
It was reported the physician had difficulty placing the lead due to scar tissue. The physician placed one lead during the procedure on (B)(6) 2012 and tested it intraoperatively. The lead showed high impedances. The physician removed the first lead and later, during the same procedure, successfully placed two more leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.